Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances. The patient underwent lead replacement procedure. The explanted leads will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred prior to (B)(6) 2018. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).